Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter displays multiple errors. These issues were not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Myocardial infarction is listed as a known adverse event of coronary stenting in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported via clinical trial that the first target lesion was located in the mid left anterior descending artery (lad) with 80% stenosis. Predilatation was performed prior to placement of the 3.0 x 28 mm study stent. Resulting lesion stenosis after stenting was 0%. The second target lesion was located in the proximal right coronary artery (rca) with 70% stenosis. Predilatation was performed, then repeated attempts were made to pass the target lesion using a 4.0 x 18 mm study stent. The shaft kinked due to unexpected resistance but the procedure continued in an attempt to deliver the stent. However, the shaft separated at the site of the kink which was outside of the patient's body. Shaft separation was reported to be due to relatively poor support of the wire and the guiding catheter. The subject was not injured as a result of this malfunction. Predilatation was performed prior to a second 4.0 x 18 mm study stent being successfully implanted. Resulting lesion stenosis for the lesion site was 0%. The site reported an event of myocardial infarction (mi) with an onset of (B)(6) 2009, 1 day post index procedure. Post procedure cardiac enzymes were noted to be elevated. Troponin elevation was consistent with protocol definition of mi. No action was taken to treat this event. On (B)(6) 2009 the subject was discharged on aspirin and clopidogrel. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information. The 3.0 x 28 mm promus and 4.0 x 18 mm promus stents are being filed under separate medwatch report numbers.